Manufacturer narrative:
The patient data file was reviewed and revealed multiple alarms and notifications related to the internal battery, as well as the external power sources. These alarms indicated that the driver had issues recognizing the various power sources and confirmed the customer-reported issue. Visual inspection of the internal components revealed that the capacitor at location c54 on the power management board was damaged. This capacitor is in the circuit in charge of power source recognition. Investigation testing determined the root cause of the driver not recognizing power sources was a malfunction of the power management board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4918 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not in patient use. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not in patient use. The customer, a syncardia certified hospital, reported that the companion 2 driver did not recognize the companion external battery or ac power when plugged into the companion hospital cart and caddy.